Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint allegation was not confirmed. Per the event description, it is concluded that the failure of the device can be related to an internal manufacturing process issue identified on the ncr-24360. However, without the return of the device, the complaint allegation cannot be confirmed.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-8500rbe burr broke off in the shaver handpiece while it was being used. It was working fine for a few minutes and then the surgeon felt ¿rattling¿ and it was noticed a shard had broken off. The burr was disposed of. Patient was not affected.